Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pace impedance measurement leading to a lead safety switch. Loss of capture was also noted and attributed to clavicular crush of the lead. The lead was then explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured in two places approximately 22 - 23 centimeters (cm) from the terminal pin. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pace impedance measurement leading to a lead safety switch. Loss of capture was also noted and attributed to clavicular crush of the lead. The lead was then explanted and replaced. No additional adverse patient effects were reported.